Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with a right ventricular lead high voltage lead impedance that had decreased more than half in value and was now under the acceptable value. The lead was replaced. Further information was requested but not received.